Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that inserted foley catheter in the operating room. Removed spontaneously on the sixth day in the ward. Reinserted a different catheter. Per follow up information received via ibc on 12jul2024, stated that customer confirmed the date of event and there was no injury to the patient. It was the case of self-removal there was no balloon burst.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be imperfection in balloon due to process. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: directions for use method of use (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the catheter shaft with the lubricant jelly. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. (11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. (13) when deflating balloon, do not aspirate with a syringe by hands the inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed. (18) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may occlude the inflation lumen to prevent deflation of the balloon. Occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. When it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section troubleshooting. Troubleshooting when it is difficult to remove catheter by deflating the balloon (expressed as removal difficult case hereinafter), take appropriate measures according to the following procedures. The following two methods are available for removal difficult cases. A. Non rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon rupture method with balloon rupture method, fragments of the ruptured balloon may remain in the bladder. Therefore, try non rupture method first. A. Non rupture method 1) attach luer tip syringe to the inflation valve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger. 2) if situation wouldnt be improved with 1), sever the inflation funnel of valve. (Fig. 10) 3) if situation wouldnt be improved with 2), sever the catheter shaft while holding it with forceps so that the distal segment may not be drawn into the urethra. (Fig. 11) 4) if situation wouldnt be improved wit h 3), insert a needle into the inflation lumen and pump the plunger. (Fig.12) 5) if situation wouldnt be improved with 4), insert a fine steel wire through the inflation lumen of catheter. (Fig.13) b. Balloon rupture met hod 1) inject 100 200ml/ cc of saline solution warmed to body temperature into the bladder through the drainage lumen, and then inject a large amount of water into the balloon through the inflation lumen with a needle to induce rupture. After rupture of the balloon, irrigate the bladder. 2) if situation wouldnt be improved with 1), attempt following procedures. A) under the radioscopic observation, infuse a contrast medium into the bladder, and burst the balloon by suprapubic puncture of the bladder. B) in male patients, burst the balloon by puncture with a needle from the perineal (or suprapubic) region or through the rectum under ultrasonographic guidance. C) in female patients, burst the balloon by insertion of a needle along the urethra. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that inserted foley catheter in the operating room. Removed spontaneously on the sixth day in the ward. Reinserted a different catheter. Per follow up information received via ibc on 12jul2024, stated that customer confirmed the date of event and there was no injury to the patient. It was the case of self-removal there was no balloon burst.